Event description:
Reportedly, pt expired at implant due to unk reasons. Device was not explanted. "Pt's condition deteriorated during operation and was unable to be weaned off bypass. Did not survive the procedure." Pt also had a 6900p implanted on the same day. Info per the surgeon's office.

Manufacturer narrative:
Device not returned.